Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 530 mg/dl. Customer was vomiting, urination and dry mouth. The blood glucose reading at the time of the event was 538 mg/dl. The drive support cap is flush. Nothing further reported.